Event description:
The hospital reported to maquet that a light head disengaged from the spring arm and hit the floor. Event happened while the operating room was being prepared for surgery. Procedure was not delayed. No injuries were reported. (B)(4). MFR number: 9710055-2013-00026.